Manufacturer narrative:
During a standard procedure a dental electrical handpiece got hot but did not cause any injury. Patient just complained about heat. During analysis of the handpiece was found that the head had a dent, the spray plate had several dents and pier marks and the bearings were grinding. Reported due to 2-year-presumption rule.

Event description:
During a standard procedure a dental electrical handpiece got hot but did not cause any injury. Patient just complained about heat.